Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragment. Particularly 16.5 cm and 18 cm distal to the is-1 connector pin the insulation was found rubbed through. In these regions the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the observed noise which led to shock delivery as reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. During further analysis of the lead, cuts in the insulation were noted which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this patient received inappropriate shocks due to oversensing. The event date is unknown. The lead was explanted and replaced.